Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was to undergo a magnetic resonance imaging (MRI), with high out of range shock impedance measurements noted during setup. Technical services (ts) was consulted and discussed this made this system non MRI conditional, with further examination recommended. This device remains in service. No adverse patient effects were reported.